Event description:
It was reported that lead was attempted to be implant, but could not be implanted due to "stenotic portion of the svc". The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; no anomalies found. It was noted that blood was in/on the helix mechanism.